Event description:
It was reported that on (B)(6) 2009, patient had a procedure to repair a damaged ankle using the tightrope to close the syndesmosis after an open reduction and internal fixation. The syndesmosis was not properly closed as the tightrope was placed too high. During a follow-up x-ray on (B)(6) 2009, widening in the mortise was noted. Patient was still non-weight bearing at the time. The surgeon made no revision efforts. On (B)(6) 2009, the widening of the mortise was again noted. Again, surgeon made no revision efforts. 5 months post-op, patient still has pain, swelling and stiffness. On (B)(6) 2009, an x-ray and CT scan confirm a distal fibular fracture with dislocation of the distal fibula. Syndesmotic tear, widening of the gap between the tib-fib. Patient was referred for a second, then third opinion and ultimately underwent a reconstructive surgery on (B)(6) 2010, where all hardware was removed and replaced. By the time of the reconstructive surgery, permanent damage had been done to patient's ankle. After the surgery, patient still had the same complaints and ultimately required an ankle fusion on (B)(6) 2011. Despite the fusion, patient still suffers from swelling, pain and difficulty walking.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Product directions for use states, post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.